Event description:
It was reported that a haptic was stuck to optic during implantation of the intraocular lens, (iol). The stuck haptic was resolved during irrigation and aspiration of the procedure and the surgery was successfully completed. No patient injury was reported, and no further treatments were required. The date of the event is unknown. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Serial number: (B)(4). All pertinent information available to abbott medical optics has been submitted.